Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call, the insulin pump had alarmed no delivery during prime. Troubleshooting was performed and the customer stated the device was working as designed. However, during the call customer stated that prior to the device alarming no delivery during prime. Customer was experiencing high blood glucose levels. He bolused and then checked his blood glucose was higher. He then removed the set and noticed the cannula wasn't kinked or bent and the device didn't alarm no delivery. Then he did the set change and this is when the device alarmed no delivery during prime. Troubleshooting was then performed for high blood glucose and due to the customer just changing the set he didn't want to perform the high pressure test. No other anomalies were noted. Customer was advised when it was time to do a set change to call back to perform the test. Customer is not returning the device for analysis.